Event description:
It was reported that the tip of the catheter has slipped from t10 to l1 and was verified at the time of refil by x-ray. Two weeks later, the tip had further slipped to l2 and a catheter revision was done.

Manufacturer narrative:
.